Event description:
Customer reported that on (B)(6) 2012 around 7:30 am ,he received an ER-4 message on the display of his adc blood glucose meter. He further reported that due to this, he experienced "dizziness and nausea" and subsequently a loss of consciousness and a seizure. Paramedics were called and treated him on the scene with "an insulin drip" and then transported him to a local healthcare facility where he was diagnosed with hyperglycemia and dka (diabetic ketoacidosis). Customer denied receiving any additional medications that were not previously prescribed. Customer self-treated with an unspecified amount of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in process. A follow-up report will be submitted once the investigation is completed.